Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a communication error with the processor during a diagnostic colonoscopy procedure involving an olympus gastrointestinal videoscope. This issue was found after the procedure. There was no patient injury reported.